Event description:
Per the operative report, the failure of the baclofen pump resulted in the release of a massive dose of baclofen. Per report, the dose resulted in a coma. The patient recovered from the coma and was transferred to an acute rehabilitation. The pump was implanted sixteen months ago. The patient has a long history of baclofen pump insertions and replacements.